Manufacturer narrative:
Surgeon chose to revise patient to improve fit of knee implant. No product returned, so no device evaluation can be done. There is no indication of a device problem. This is the final report.

Event description:
Patient revised to thicker insert for better fit.